Event description:
It was reported that during implant of this right atrial (ra) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during implant of this right atrial (ra) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.